Event description:
One endeavor rx drug-eluting stent was implanted at the proximal lad, as treatment of the target lesion. A dissection was noted, therefore, one endeavor rx drug-eluting stent was implanted at the proximal lad, overlapping, as treatment of a complication/ dissection/ bailout (MFR report# 2953200-2009-01815). Two weeks later, presented with unstable angina in the emergency room. Repeat angiography was done showing a good result of the intervention and no other target lesion was identified. At 30 day follow up, patient displayed unstable angina. A revascularization of the 1st diagonal branch (non-target vessel) was carried out approximately 5 months following index procedure due to residual dissection after pci, 5 months earlier. One endeavor sprint rx drug-eluting stent was implanted. Investigator indicated that event was not related to the study stent. Patient was asymptomatic / free of symptoms at 6 month follow up. At 1 year follow up patient displayed stable angina. Two weeks later, patient underwent a pci revascularization of the mid lcx (non-target vessel), due to stable angina. Two endeavor sprint rx drug-eluting stents were implanted, overlapping. Investigator indicated that the event was not related to the study stent. Patient was free of symptoms at 1.5 year follow up.

Manufacturer narrative:
Evaluation results: (dissection). (Secondary intervention, additional stent implanted during index procedure).